Event description:
It was reported that the coil was unable to detach and became unraveled. The target lesion was located in the moderately tortuous renal artery. A 6mm x 10cm interlock¿-35 was selected to treat the target lesion. During the procedure, the twist lock was fully opened and intermittent flush was performed. The introducer sheath was noted to be firmly seated in the hub of the catheter before an attempt was made to advance the coil. During deployment, the coil was unable to be detached then the physician decided to remove the sheath. However, the coil became unraveled and stretched. A "lasso" was used to remove the coil. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).